Event description:
It was reported by the patient that the pod was giving wounds on the site due to the angle of the pod being sharp. The patient stated that they had some scars from this issue. The patient noticed this issue occurs when bending over or sitting on the couch and their skin is "pinched" by the hard shell of the pod. The patient stopped using the pod due to the issue but has recently tried again.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm if product was the cause of the scar mentioned. No lot release records were reviewed, as the product lot number was not provided.